Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display, insulin pump error alarm. The blood glucose was unknown. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer stated that the display did not return after pump restart. The device will not be returned for the analysis.